Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site regardless of stimulation being on or off. The patient also experienced itching at the ipg pocket area. As a result, the patient's scs system was explanted.

Manufacturer narrative:
This ipg serial number is included in field advisories. Corrections/removal reporting numbers 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.